Event description:
Additional information received reported the patient¿s leads were cut during the patient¿s spinal fusion surgery in (B)(6) 2012 following her car accident. It was noted the patient had been using stimulation up until her leads were fixed in (B)(6) 2013. The patient was now using stimulation and it was working.

Manufacturer narrative:
Product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger. (B)(4).

Event description:
Additional information received reported the patient had both leads replaced on (B)(6) 2013. It was noted under fluoroscopy the doctor could see "what appeared to be a complete fracture of the leads." When the leads were removed it was noted the "poly coating on the lead was intact so the fractures must have been the wires inside." The new leads were attached to the patient's existing battery and all impedances were within normal range. The patient was getting "good" stimulation coverage in the pacu (post-anesthesia care unit).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a revision of the lead component of their implantable neurostimulator (ins) done today due to high impedances. It was noted that the patient was in a car accident 2 years ago and had a surgery last year but did not have any falls. Follow up information indicated that nothing further had been heard from the patient or physician regarding the planned revision. If additional information is received, a follow up report will be sent.